Event description:
It was reported that a few days after it was implanted this right ventricular (rv) lead was examined by x-ray imaging and was found to have dislodged, with further examination showing it presented a lack of capture which caused discomfort to the patient. This lead was subsequently revised and repositioned, with it remaining in service. No additional adverse patient effects were reported.